Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was elevated (366 mg/dl) but was trending down at time of report. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
On (B)(6) 2015 follow-up: customer reverted to previous pump and is in the process of switching prescription from apidra to humalog. Customer will resume t:slim pump therapy once insulin brand is changed. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.